Event description:
It was reported that the customer was hospitalized due to low blood glucose readings. It was noted that the perceived cause of the low blood glucose readings was insulin and exhaustion. Customer stated that they were aware of the why their blood glucose readings were running low. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.